Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that nothing was failed on the station. A field service engineer (fse) verified the event viewer and identified that drawer 5.1 exhibited cubie failure. The fse replaced the worn retractor band and the drawer controller board. All cubies were removed, and the cubie trays were inspected for foil debris and cleaned. The row board cable on all cubie trays was also reseated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies failed and were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.